Manufacturer narrative:
On 8/2/2021 , during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware of the following and corresponding fields have been updated on this form: - event date was april, 2021; field b3 has been updated to "4/1/2021" as day was not provided - patient's age at the time of event was 39 years; field a2 updated - ethnicity is not hispanic/latino; field a5 updated - patient experienced baker grade 3 capsular contracture on the left side manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from a capsular contracture on the left side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 500cc on (B)(6) 2021.